Event description:
A valiant stent graft system were implanted for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 4. It was reported that no endoleak was noted at index procedure, however, the distal blood vessel seemed to be wider than the stent graft that was implanted at distal side. After the index procedure, the blood vessel had gradually enlarged, which caused distal type I endoleak. A repeat surgery was done. The endoleak was resolved. Per physician, the distal type I endoleak was caused by the enlargement of the widened distal blood vessel. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).